Event description:
Intended use: myla® -as middleware- manages the microbiology laboratory workflow from the reception of requests to the transmission of results by transferring, storing and displaying medical device data. The product is used with a downstream application. Incident description: a customer in spain reported to biomérieux that they have observed an erroneous test result with the products sys-myla-maestria (ref. 4700384), (B)(4), myla v4 virtual machine (ref. 421993) and myla v4.9 software (ref. 423875). It was reported that some vitek 2 ast tests do not have the myla "ast filter" suppression rules applied, causing the associated antibiotic(s) to be sent to the lis without signal of suppressed antibiotic(s). Example: a test corresponds to a rectal smear, so the antibiotic amoxi/clav urine should be suppressed. However, it is not sent to the lis as suppressed amc=& of urine as it is a rectal smear (not urine). Fosfomycin does carry the suppressed signal because it is configured at vitek 2 bioart level, not myla. According to biomérieux global customer service (gcs), in this context there is a product malfunction related to the myla "ast filter rules". The customer is able to easily identify the issue and correct/adapt the result manually. At the time of assessment, there is no indication or report from the customer that this event led to any adverse event related to any patient's state of health. An investigation will be initiated.

Manufacturer narrative:
Context: customer is complaining that some ast results contain drugs none tagged as "suppressed drugs" following ast rules implemented on myla ast filter feature. Investigation: 1. Complaint trend analysis. A technical complaint trend analysis has been performed for the period from january 2022 to january 2023 for the error code: ast results management - a047 : there is no trend highlighted. Vitek 2 interfacing issue - d132 : there is no trend highlighted. 2. Analysis/tests performed. R&d confirmed customer observations : randomly, some ast results contain drugs none tagged as "suppressed drugs" following ast rules defined in myla. Remote over customer sites to analyze messages workflow for specimen ID impacted by this situation. Impacted ast results : ast coming from vitek2 / adagio / reveal / biomic / myla ast manual feature could be impacted by the issue. When myla receives ast results, ast filter rules are triggered based on specimen type associated to isolate level. For all specimen investigated for all impacted customers, all specimen type associated to isolate level was empty. It explains ast filter rules were not triggered and drugs sent to lis were not tagged as suppressed for the ones matching ast rules. From sites analyzed, the workflow to have the issue is the following : 1 - lis request received by lis at specimen level with specimen type specimen created with the appropriated specimen type. 2 - msidslidecomposition message received by myla because specimen is under vitekms instrument workflow isolate created without specimen type (it should be the one set at specimen level). 3 - v2s ast result started. Infodata coming from v2s is not able to update specimen type at the isolate level. 4 - v2s ast result is received by myla specimen type at isolate level is still empty 5 - ast result goes through ast filter engine. No specimen type at isolate level ==> no rules triggered. 6 - ast result sent to lis without "suppressed tag" updated. We highlight the fact that msidslidecomposition message doesn't set the specimen type at the isolate level. Ast filter are based on specimen type at the isolate level this is the root cause of the issue. Biomérieux has seen some customers where the issue was observed for some specimen and not observed for other specimen. The situation can be explained by the customer workflow analysis : from scenario explained above : in-between action 2 and 4, lis sends or resends a request for this specimen . As a consequence, this additional message treatment has set the specimen type at isolate level. Issue can't occurred at this time because with this additional message specimen type is no more empty. 3. Root cause analysis. Cause traced to software coding. 4. Corrective or preventive actions. A CAPA has been opened: (B)(4). Conclusion: an anomaly has been created in helix dr#28875 "[myla][4.9][ast filter][vitek2] a rule is not triggered even if conditions are ok". Potential ¿erroneous test result¿ linked to field complaint with no acceptable workaround available. A field action board has been requested and resulted in an fsca 5743 ; the follow up of this case will be performed through the fsca 5743. This issue is corrected in a mandatory myla v4.9.1 patch delivered for implementation on the field on 28-feb-2023 (csn 2023-249-0 - myla - myla patch 4.9.1).